Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient's pump was infusing baclofen "and then spontaneously stopping." The patient needed a new device implanted. There were no environmental, external or patient factors which may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting steps were performed. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. The issue was considered resolved. No further complications were reported.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. If information is provided in the future, a supplemental report will be issued.